Event description:
Caller indicated the relion confirm meter was giving high readings. Customer says there have been several times where she took medication based on her readings and then felt dizzy and lightheaded like her blood sugar went too low. Because of this she compared to another meter and got 99 on other meter and 125 on her meter, tested on both meters again and got 99 on other meter and 135 on her meter. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.